Manufacturer narrative:
An investigation was completed based on the complaint description and testing of an unused kit returned by the customer from the same kit lot. The complaint kit was not returned. A visual inspection of the returned kit found no manufacturing issues. The functionality of the anticoagulant (ac) drip chamber was tested, and no obstructions were identified when liquid was pumped from the ac drip chamber through the ac tubing. There were no leaks observed coming from the drip chamber or ac tubing. Section 2-9 of the cellex operators' manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for reported alarm #17: return pressure alarm and the clot observed in the return line could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received alarm #17: return pressure alarms and blood clots in the return line during the treatment after 300mls of whole blood had been processed. The customer aborted the ecp treatment and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned an unused kit from the same lot for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n365 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n365 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).